Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 310 mg/dl after the ilet cartridge became empty shortly after initiation, and the user elected not to refill the cartridge due to fatigue; the device was shut down and the user transitioned to backup subcutaneous insulin per guidance, with education provided on avoiding insulin stacking. Symptoms included high blood glucose. Outcomes included self-management with external insulin and no hospitalization. Investigation included complaint intake and user education on backup therapy and safe insulin administration. Investigation of this case revealed user-related interruption of insulin delivery due to an empty cartridge, with the device functioning as expected when shut down per instructions. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy maintenance leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.